Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider via a manufacturing representative regarding an unknown patient who was receiving an unknown medication at an unknown dose and concentration via an implantable drug infusion pump. The indication for use was unknown. It was reported that an inflammatory mass was suspected. The event date was unknown. The type of imaging to be performed was being assessed. No other information was available at the time of the report. Additional information was requested regarding the patient involved, the drug information, the product serial numbers, the diagnostics and interventions performed, the cause, and the outcome. A supplemental will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. The patient had increased back pain after an increase in physical activity. The physician wanted to rule out all possibilities of increased back pain. Magnetic resonance imaging was done and no granuloma was found. It was determined that patient had lumbar myofascial pain and a lumbar epidural injection was given. The pump was delivering baclofen (unknown concentration, dose and lot number)